Event description:
In radiology CT, upon loading the contrast & saline in the syringes the white pieces were broken off, and the black syringe head did not move to load. This was never hooked to a patient and no harm was done.